Manufacturer narrative:
Concomitant medical devices: 694758, lead, implanted: (B)(6) 2009; 6719, lead, implanted: (B)(6) 2019; 5867-3m, adaptor, implanted: (B)(6) 2019; 407652, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead was programmed off, and was later explanted and not replaced. No patient complications have been reported as a result of this event.